Event description:
The customer contacted philips to report that the equipment was sparking during the opcheck. The customer did not specify where the sparking was coming from. There was no patient involvement.

Manufacturer narrative:
Pr# (B)(4). A follow up report will be submitted upon completion of the investigation.